Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted that the ventricular oversensing is probably due to myopotentials and diaphragmatic contractions sensed by the bipolar ventricular lead and/or emi no malfunction is suspected on the crtd device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, patient has had multiple episodes of oversensing due to low-amplitude noise in the rv channel. These episodes occur early in the morning but on different days, and the patient indicates that he stays away from appliances such as microwaves. The patient will try to identify any external sources that could be the cause. There have been no inappropriate shocks. The hospital would like to identify the type of noise, and what the cause could be.